Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple error alarms. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
External flash crc error alarm during self test and off no power test, problem isolated to mother board. Device passed idle current test, run current test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected restart error test noted. Device received with displayable history crc check failed on startup alarm in the history file. Displayable history crc check failed on startup alarm due to corrupted history file.